Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer received an initial fill estimate of +60 units followed by an estimate of 105 units. The customer reported that the estimated remained static at 105 units for multiple days. There was no reported impact to the customer's blood glucose level. The customer declined to provide any additional information or troubleshoot with tandem technical support.